Event description:
Per information received from co's japanese distributor, "when a physician locked namic syringe to a japan medical supply 3-way stopcock, air was aspirated into the syringe. There was no pt injury. The stopcock was disposed of at the hospital. The syringe is being returned.